Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) began beeping continuously. An interrogation of the ICD noted numerous warnings and fault codes, one of which kept recurring. A battery status of end-of-life (eol) was displayed and it was noted that the serial number of the ICD was missing. The ICD was removed and replaced.